Event description:
The homecare provider (hcp) reported the folowing: (1) the pt's family member filled a portable unit from the c41 in 2001 and the quick connect froze open after fill. (2) the pt filled the portable unit again the next day and the quick connect froze open again resulting in a minor burn to the finger. Medical attention was not sought (3) both pt and pt's family member have been trained on proper fill technique. (4) the c41 was replaced with another unit after incident and no add'l problems have been reported.